Manufacturer narrative:
Follow-up 1:device evaluation. Based on the complaint description received from the customer, it was reported that the patient gas was not being mixed properly. No further details were provided to the manufacturer despite a request for additional information. Hamilton medical ag received the device log files for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Upon analysis of the log files, it was noted that the device alarmed several times with technical fault 5507 alarm on january 21, 2025 which appears to be related to the failure description . The tf 5507 indicates that "air or oxygen inlet valve cannot close properly" the event occurred during ventilation. If such an event were to recur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore this event is considered reportable. The service technician conducted troubleshooting and identified the root cause as a defective air/o ² mixer valves. Consequently, the defective mixer valves were replaced. After the replacement, the device functioned correctly.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following description: during the ventilation of a patient, the gas is not being mixed correctly. No harm to the patient was reported.